Manufacturer narrative:
The root cause of the reported tachycardia, thrombocytopenia, high purge pressure and pump suction has been completed. Clinical reported purge system blocked at the end of mitral clip placement procedure. Clinical reported tissue plasminogen activator (tpa) added to purge which resolved issue. The returned pump was inspected and no biomaterial was observed; no physical abnormalities related to these issues were observed. The pump was run in the lab and high purge pressure and purge system blocked issues did not reproduce. The data logs confirm high purge pressure and purge system blocked alarms. There was no motor current spike before high purge pressure. Purge pressure increased while purge flow decreased for 10 minutes until alarms were triggered. Issue was sustained for about 3 hours before parameters returned to normal values. The root cause of the issue was likely biomaterial build up as evidenced by no reproduction on returned product and clinical mention of tpa resolving the issue after initiation. The root cause of the tachycardia, thrombocytopenia, and pump suction was not determined as limited clinical information was provided and insufficient data logs were returned.

Event description:
The patient was escalated to impella 5.5 support and had low hemoglobin, supraventricular tachycardia, hypotension, heparin induced thrombocytopenia, tricuspid, aortic, and mitral valve insufficiency/regurgitation, optical signal issue, pump suction, retrograde pump flow, high purge pressure, and purge system blocked alarms. They required blood transfusions, medication, pump repositioning, and purge cassette change.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: impella catheter in papillary muscle ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: warnings & cautions: warnings "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Section: correct impella catheter position ¿catheter angled toward the left ventricular apex away from the heart wall and not curled up or blocking the mitral valve¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Section: axillary insertion of impella 5.5 catheter ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis ¿unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.¿ in this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: use of echocardiography for positioning of impella catheter ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms. ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿